Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The patient called animas on (B)(6) 2014 and reported that the display issue has been resolved.

Manufacturer narrative:
Follow up #2 submitted date: 21-mar-2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to the manufacturer and investigation completed on 09-mar-2018 with the following findings. On investigation, the pump powered on normally with a fully illuminated display. Investigation did not duplicate the alleged "blank screen" issue.